Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. One day after the event onset, the patient was hospitalized. It was reported that the patient was not treated for the event. At the time of this report, the patient outcome was unknown, pd therapy and hospitalization were ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was treated with intravenous injection of ceftazidime (1 gm, frequency and duration not reported) for the peritonitis. Dianeal therapy was ongoing. Sixteen days after event onset, the patient was discharged from the hospital. On an unreported date, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.